Event description:
Caller reported cgm error 42, related to a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a complete pump reset by technical support, after which the cgm error code did not reappear, allowing the customer to successfully start their sensor session.